Event description:
The advocate stated her husband received a blood glucose reading of 126mg/dl on the breeze2, but he was not feeling right. Paramedics were called, they retested him and the reading was 26mg/dl. He was given a glucose injection and protein. The customer was taken to the hospital and later discharged. The customer's test strips were expired. A new kit was sent to the customer.